Event description:
It was reported that an unknown issue occured with the device. There were no adverse patient consequences reported. Upon evaluation, the cpc connector on the device was misaligned.

Manufacturer narrative:
Date sent to the FDA: 11/25/2013. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the cpc connector was misaligned.